Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, the surgeon was on the 15th trajectory of 17 planned trajectories and there was a communication failure and shut down. The surgeon had just implanted the bolt and was given the distance to target, and while the surgeon was measuring the electrode, and not touching the robot or foot pedal, is when the communication failure occurred. The arm was not overly extended and the force sensor cable was not pinched at all. The system was shut down and unplugged for over a minute and when it was restarted and the clearance procedure was started there was another communication failure and the system was shut down again. This time, the system was left unplugged for 2 minutes and then restarted without issue and the case was finished with no other problems. Over all the delay was about 10-15 minutes.

Manufacturer narrative:
A full analysis of data logs has been performed and indicates that the root cause of the first communication failure is a shared memory error. The root cause of the second communication failure is a controller error however the cause of this issue cannot be determined.